Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 490-500 mg/dl and was "incapacitated". Cause of bg level was not known. Customer was admitted to the intensive care unit with high ketones. Reportedly, customer had "bumps and bruises related to stumbling while recovering [in the hospital]". Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with no permanent damage. The customer continued to use the pump for insulin therapy.